Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk hip implant on (B)(6) 2008. The lawyer of the pt claims that the hip implant caused serious physical damages to the pt, without further explanations. There is no further info regarding the implant or revision.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).